Event description:
New information received notes that the right atrial (ra) lead was exhibiting myopotential oversensing. The physician opted to replace the ra lead, a new lead was successfully implanted. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic. During interrogation, it was discovered that the right atrial (ra) lead was oversensing noise. The patient was symptomatic to asynchrony resulting in lightheadedness. Programming changes were made. The patient was in stable condition.